Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient drain complications. The patient discontinued treatment during drain 3 of treatment. A review of the patient¿s treatment records identified that the patient drained 1829ml ml during drain 2 of the treatment. This drain volume is 261% the patient's fill volume of 701 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient¿s draining issues are due to the pd catheter (not a fresenius catheter) not working. The patient has elected to transition to hemodialysis treatment and will have their catheter removed. The pdrn also noted that the patient has not been completing their treatments due to the draining issues. Stated that the patient is trained in using continuous ambulatory peritoneal dialysis (capd) but did not know if the patient had been completing treatments using capd. Confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. Stated that the patient has received their new cycler but does not know if the patient is using the cycler. The old cycler is scheduled to be returned to the manufacturer for physical evaluation.